Event description:
The manufacturer received information that an everflo device has no power. There was no serious patient harm or injury. The patient required no medical intervention. The device was returned to the manufacturer for evaluation. During evaluation of the device, the manufacturer visually inspected the device and found the capacitor burning out. In addition, sieves, compressor, power cord, rear cabinet, front cabinet and capacitor were replaced due to affected by the capacitor. The main board is also replaced. Lastly, device was retested and all tests passed.